Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ectopic pregnancy surgery, the high frequency dissector was used by universal foot pedal. The dissector was self activating while the foot pedal was not pressed. It was then noticed that the pedal was not fully reset. They replaced the dissector to complete the case. There was no patient injury.